Event description:
When the physician opened the package of a palmaz blue stent delivery system, he found the stent was lifted. This was noted prior to use on the patient. The product was stored per the instruction for use. Another produce was used to complete the procedure.

Manufacturer narrative:
When the physician opened the package of a palmaz blue stent delivery system, he found the stent was lifted. This was noted prior to use on the patient. The product was stored per the instructions for use and the outer packaging was intact. A non sterile palmaz blue on slalom 6.0 mm x 15 cm was received. The proximal struts of the stent were uplifted. No other visual anomaly was observed on the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported struts uplifted were confirmed; however the exact cause of the damage on the stent could not be conclusively determined. Controls are in place to prevent this kind of damages from leaving the facility. With the information available, it is not possible to draw a clinical conclusion between the device and the event. No corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process.